Manufacturer narrative:
Surgeon has been directed to mesh suture tips & tricks maf29 for guidance on suture sizing.

Event description:
Midline and ostomy site hernias, cdc 1 case. The size o duramesh was used to close the ostomy site. There was a mesh underneath it. At 4 hours after surgery, the patient was noted to have bleeding in the drains. He was taken back to surgery, where a hematoma at the ostomy site was noted. The duramesh o was found to be in two pieces, with intact knots at either end. The divided duramesh size o may have led to tissue tearing and the hematoma. The patient had the hematoma evacuated, and the area was closed with another duramesh 0. He is fine on his postoperative visit at 1 week number of patients: 1.